Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead dislodgement which was confirmed via x ray. This rv lead was replaced with the same model after four days being implanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead dislodgement which was confirmed via x ray. This rv lead was replaced with the same model after four days being implanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body noted cuts in insulation and suture sleeve due explant damage deformed coils at approximately 100 millimeters from the terminal end due to induced damage during explant resulting to failed stylet insertion test. Subsequent laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.